Event description:
The pt reported he experienced elevated blood glucose readings up to 386 mg/dl with his target reading being 100 mg/dl. He stated his symptoms were irritability, fatigue and pain in his abdomen and he treated his readings by bolusing insulin through his infusion device. He said that he changed his insulin cartridge and infusion set yesterday and woke up this morning with a reading of 325 mg/dl. He said he changed his infusion headset and gave himself a bolus of insulin but that his reading was still elevated 2 hours later. He stated he again changed his infusion headset and bolused but when he checked his reading 2 hours later, his reading was still elevated. The patient stated he then carefully checked his infusion tubing which he had not changed and noticed it was leaking insulin near the connector. He took another reading and it was 386 mg/dl. He stated he then changed all his accessories and bolused 13 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.